Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 150 mg/dl. The customer stated that he received the alarm with two infusion sets he had tried. He verified that insulin did exit the tubing with a manual plunger push. He changed the reservoir and was able to push units through. He was advised to rewind the insulin pump, reinsert the rest and run a manual prime to at least 5.0 units. The customer stated that the insulin pump alarmed no delivery and was advised that the insulin pump worked as designed. He was advised to change the entire infusion set system as soon as possible and to return the infusion set and reservoir for analysis. He was advised that the supplies would be replaced.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.